Manufacturer narrative:
The serial number (B)(4) provided on the initial MDR submitted was for the table, the rt-5100 in question correct serial number is (B)(4).

Event description:
Please see initial MDR submitted on 11/30/2017.

Manufacturer narrative:
No serious injury occurred and no known impact or consequence to the employee (user's facility technician) that was involved. However, nidek incorporated considers this issue a reportable event as the device had malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek inc. Is aware of this issue and corrective action has been implemented under recall z-1245-2016. Nidek hired a third party (noritsu) to perform the correction as per z-1245-2016 and has completed the repair service on 11/16/2017.

Event description:
On (B)(6) 2017, a nidek inc. Customer service received an e-mail information from a customer that the near point rod from rt-5100 serial #(B)(4) had hit her on the head during set-up. Customer stated she did not have any open wound, bruise, or bump and did not seek any medical treatment. She was the only technician involved in this reported issue.